Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose at the time of event was 38 mg/dl. Customer was in emergency room. Customer was treated with glucagon through intravenous drip. Customer did not use auto mode feature at the time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege insulin pump was over delivering. The insulin pump will be retuned and reservoir will not be returned for analysis.